Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was distorted, cut, and melted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), the helix disengaged from the helical channel and the lead was flexed.

Event description:
It was reported that the right ventricular lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.